Event description:
It was reported that while attaching the boot during a stage one trial, the cover of the lead detached from the distal tip of the lead. The insulation pulled away from the electrodes and exposed the wires. There was no consequence to the patient. User error was suspected. The lead was replaced and everything went fine. The trial was going well.

Manufacturer narrative:
Analysis of tined lead l/n va0rm3n found non-conformance in the form of outer insulation separating at the butt joint on the proximal end adjacent to the #0 connector. A small section of the butt joint stayed together and the insulation tore at the #0 connector.

Manufacturer narrative:
Concomitant medical products: product ID: neu_interstim_ins, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received noted that lead broke, cover pulled back from wire while attaching boot. The patient recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.